Manufacturer narrative:
The suspect device was returned to olympus for evaluation. During inspection and testing, foreign material was found in the biopsy channel and could not be removed due to damage to the biopsy channel. In addition, service found the channel mount was damaged and the connecting tube was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the working channel of the ultrasonic gastrovideoscope was clogged. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was found stuck in the biopsy channel and could not be removed. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the foreign material was likely from an accessory similar to a forceps valve used for endoscopy which fell inside the instrument channel. Even though re-processing was performed properly, the foreign material could not be removed. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 12-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.